Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the lead found two external insulation abrasions breaching the sheath at the distal region with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.